Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit the fse found loose connections of ECG and pressure connectors to front end pcb. The fse removed both connectors and reconnected properly. Now both ECG and pressure waveforms are available on the display. The fse performed all the required functional tests and found ok. The unit is working satisfactorily. The unit is handed over to the customer in good working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) had no ECG and blood pressure waveforms on the display. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: a1, b5, b6, b7, d11, e1 (initial reporter), g4, g7, h10, h11. Corrected fields: h6 (medical device- problem code).

Event description:
It was reported that prior to use the system 98 intra-aortic balloon pump (iabp) had no ECG and blood pressure waveforms on the display. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Event site postal code (B)(6).